Manufacturer narrative:
There was a relationship found between the returned device and the reported incident. A visual inspection was performed on the device and no issues were observed. Functional testing was conducted with a fully charged battery. The battery indicator led would occasionally light and the unit would intermittently pressurize. Further evaluation revealed the spider 2¿s control printed circuit board was defective. The complaint was confirmed and an electrical failure associated with the control board was found to be the root cause.

Manufacturer narrative:
(B)(6).

Event description:
It was reported the spider limb positioner system would not turn on. Two hour delay for patient under anesthesia.